Event description:
Pt's parent called in 2002 alleging that pt's one touch ultra meter was reading inaccurately erratic. Pt is on a sliding scale. In the last two weeks pt had stopped eating and drinking since pt had bad headaches and stomach aches. Pt had been on actos for a little while. Pt's parent took several readings and thinks the meter was inaccurate at that time. The readings were 475 and 322mg/dl (10 mins apart), and 501mg/dl (15 mins apart). Pt's parent thought that the readings were too far apart since they based the insulin on the readings. They did give the pt some insulin (dosage unk) and took pt to the hosp. Pt was given IV to hydrate them. Pt's parent figured that it was the actos that was making pt's stomach hurt. The dr took pt off the actos. The control solution was expired. The display became cracked in the last two weeks, after the above issue occurred. Unk how the display was cracked. Pt's parent also comparing the ultra meter's 259 to the one touch profile's 211mg/dl. Sending letter.